Manufacturer narrative:
Reporter returned 2 toothbrush heads on 28-jan-2016. Product investigation is in progress.

Event description:
Cut gum [gingival injury]. Mouth bleeding [mouth haemorrhage]. Brushhead broke [device breakage]. Brushhead broke and cut gum [injury associated with device]. Case description: an elderly female consumer of unspecified age reported that one of the oral-b power oral care refills crossaction, used with an oral-b rechargeable toothbrush, version unknown, broke and cut her gum. She stated that she noticed her mouth started bleeding and felt something in her mouth, spat it out, and realized it was part of the toothbrush. She reported that the bleeding had stopped within 5 minutes and the cut had resolved within a few hours. She began using the brushheads on (B)(6) 2016, twice a day, and noted that this was not the first time that she had used them; product use was ongoing. The case outcome was recovered. Other relevant history: allergies - none. No further information was provided.